Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The received nail handle and nail-holding screw were found to be fully assembled. However, the handle pegs were completely fractured and showed signs of deformation. Additionally, minor scratch marks and nick marks were observed around the device. Signs of slippage were also noted on the hexagonal holding portion of the screw, indicating that an attempt was made to disassemble the device, but adequate grip could not be maintained during the process. We also see slight deformation on the initial assembly thread of the screw. The damage around the nail threads indicates the screw was not at the proper angle, requiring heavy force application, which caused the device to seize inside the handle. The peg fractures exhibit a brittle failure mode, characterized by the absence of plastic deformation and consistent with the application of high torsional force. This failure mechanism correlates with the damage observed on the nail, indicating that excessive torsional loading was applied during handling or attempted disassembly. A functional inspection was conducted to remove the nail-holding screw from the adapter, but it could not be removed, and the pegs are deformed, so no functional inspection for assembly with a nail can be conducted. A review of the device history was not possible because the lot number was not communicated and the returned device could not be disassembled. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the findings of the investigation, the root cause is determined to be user-related. The damage caused around the threads of the nail and the holding screw indicate that the device was not properly inserted, requiring excessive force for removal from the nail and causing the device to seize. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a nail holding screw jammed into the nail holding adapter during a t2 tibia nail insertion. This was during a case when the nail would not de-thread from the jig, this resulted in the nail snapping proximally inside the patient, this was removed and replaced with another nail using another set. No reported adverse effects other than a significant time delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a nail holding screw jammed into the nail holding adapter during a t2 tibia nail insertion. This was during a case when the nail would not de-thread from the jig, this resulted in the nail snapping proximally inside the patient, this was removed and replaced with another nail using another set. No reported adverse effects other than a significant time delay.